Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they air bubbles in the tubing. The customer reported that they rewind the insulin pump with the reservoir in place. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that the blood glucose went down to 300 mg/dl after infusion set change. The insulin pump will not be returned for analysis.